Event description:
The patient has a biotronik dual-chamber ICD with failure due to noise of the rv defibrillator lead with upgrade to an lv lead and placement of a pacemaker lead in the right ventricle as well as an lv lead. The patient's lv lead stopped working. At this point, due to the fact that the patient had three leads that were not working, we were asked to explant the system and re-implant. The decision to change the system from biotronik to st. Jude was due to the fact that there was no capture in the lv lead with a biotronik lead and so the st. Jude lead can provide nine poles/electrodes for pacing with increased chances of successful biv capture. The chronic lv lead is a biotronik linox.